Event description:
It was reported the tip of an insertion handle was noted to be broken off during inspection of devices. There was no patient involvement; reportedly the device had not been used for months. It is suspected that the tip broke during sterilization. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was performed. The 03.010.045, lot#1768649 standard insertion handle was received intact. The device was manufactured in november 2007 and is seven years old. The 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The returned standard insertion handle shows moderate wear with scrape and hammer marks along both the top and underside of the device. The device was returned and reported to be missing the distal anti-rotational tang. This condition is confirmed; the tang is no longer attached to the handle and a homogenous fracture surface exists in its place. It is likely that excessive shear forces were introduced by the surgeon during a procedure in which the nail was attempted to be rotated. This would cause the tang to shear off. The device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the introduction of shear forces by the surgeon led to this confirmed complaint, however this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.